Manufacturer narrative:
The pod was received fully deployed. The soft cannula was observed to be kinked. The timing and cause of the observed kinked cannula is unknown. Fluid was able to travel the complete fluid path despite observed cannula damage. A leak test was performed. No leakages were observed. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. Due to not being able to confirm the timing or cause of the observed cannula damage, it could not conclusively be determined if it contributed to the reported event or not. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to 415 mg/dl, while wearing the pod between 24 and 36 hours on the infusion site (abdomen). As treatment, the patient changed out the pod.